Event description:
It was reported that during a neuro surgery, it was observed that the "burr was not spinning freely" in the attachment device. There was a five minute delay to the surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. A functional assessment was performed and it was observed that the device failed the cutter insertion acceptance test. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.